Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who was reporting that she could not make her replacement system work. The patient stated that she cannot make it to the bathroom no matter what program the patient tried. Additionally the patient stated that "the pulsations annoy so bad" that the patient cannot go higher. The patient was unsure if the manufacturer representative (rep) had "adjusted it or just adjusted pulsation she felt." The patient then stated that the new programs was pulsating so hard and the patient is wet all the time. The patient stated that she is "red on bottom" and is using destin and pads make her itch. At the time of the call the patient was set at 1.0 on program 2. The patient mentioned several unrelated surgeries which occurred prior to placement of the ins and a fall that also occurred prior to the device replacement. The patient stated that she was going to try program 4 at 1.4 and stated "she would turn down before because she felt it."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.